Manufacturer narrative:
Additional information: d6a, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On 08/06/2025, it was reported through a clinical study that a patient experienced an unspecified infection that necessitated the removal of previously implanted devices, implantation of an antibiotic (abx) spacer, and surgical debridement. The patient had previously undergone a revision procedure involving arthrex products to convert from an anatomic total shoulder arthroplasty (atsa) to a reverse total shoulder arthroplasty (rtsa) on the right shoulder. The original atsa implants were placed in 2010 (exact date unknown) and explanted on (B)(6) 2020, during the first revision. On the same date, rtsa arthrex products were implanted. Subsequently, on (B)(6) 2021, a second revision was performed due to the reported infection. The onset date of the infection is unknown. It was noted that no additional information was available, and all known information had been provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.